Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported ECG failure. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged several event codes. The device was also intermittently unable to monitor ECG through the paddles lead, which would not allow the device to function on AED mode. There was no patient use associated with the reported failure.